Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additionalnarrative: investigation summary the complaint device was received and evaluated. Upon visual inspection, the device was found to be in good structural shape, the shaft has no damage. The wire shape is in good condition and is fully functional. The needle distal tip is slightly bent, therefore the needle was not able to penetrate the tissue. A manufacturing record evaluation was performed for the finished device 22m07 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; bending forces may have been applied to the instrument, as per IFU; do not apply excessive axial or bending forces to the needle shaft or shuttle during use, as excessive force may limit the function of the device or cause the device to bend, deform or break. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4). It was reported by the affiliate in japan that during an arthroscopic rotator cuff repair procedure with long head of biceps tendon repair on (B)(6) 2023, a ideal suture shuttle 90 degrees up and a 5.5mm healx adv sp biocomposite anchor devices were used. According to the report, the ideal suture shuttle 90 degrees up device was applied to long biceps tendon but the penetrating power of the device was poor and could not penetrate the tissue. When the device was checked, the tip of the suture shuttle was slightly deformed. It was further reported that the 5.5mm healx adv sp biocomposite anchor device was used in the rotator cuff for lateral bridging anchors and attempted to be fixed in place but the threads were broken and cracked. Another like devices were used to complete the procedure successfully within 30 minutes delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). E3: reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.